Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause of the bg not known. The customer went to the emergency room (ER) and was treated with glucagon 10 and d50 to address the bg. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.